Event description:
Failure to alarm: checked on the patient and noted that the dressing was elevated off the wound, drainage was pooling, no seal was not blockage.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued (B)(4) 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez. The complaint was not confirmed, as no device was received for evaluation. The device history record was reviewed and no discrepancy and/or manufacturing issue were reported during the assembly process of the device. All functional testing were conducted and it was working within specifications. The complaint indicates a dressing elevated off the wound area, drainage pooling, no seal and no blockage alarm. It is stated that originally the dressing appeared to be intact and later on it was found elevated of the wound area. There is no mention of volume in canister, or indication if exudate were not visible in canister. Since the negative pressure therapy involves various elements within a system, it is difficult to determine and assign a definitive root cause of the complaint described. A possible root cause for drainage pooling at the wound could be caused by a partial occlusion of the drain with exudate, or a buildup of blood clot. In order for the system to trigger a blockage alarm, the fluid handling pathway must be ¿fully¿ occluded and an alarm would be triggered within 3 minutes. If a successful seal was not got during the preparation of the wound it is most probably due to remnants of oil, ointment, or cream on the skin which decrease the adhesion. The wound preparation details were not included within the reported complaint. It is recommended to return the device in order to rule out a pump malfunctioning. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.